Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, the "back up" unit stopped and made a beeping noise. The customer indicated there was no pressure and the system seemed clogged. The system was rebooted to complete the case. There was no harm to the patient. The customer indicated the contributing factor for the event was user error. This is the second of two reports for this patient / facility.